Event description:
The date of event is estimated. A surgeon reported to an angiotech sales rep that he had five (5) cases of infection following knee procedures where quill devices were used. Specific product, lot and material info has not been provided. It is unk if the cases of infection are related to the quill devices. No pt specific info provided. It is unk what treatment was provided to these pts. Limited info was obtained regarding details of procedures performed or the quill devices that were used. Multiple attempts were made to obtain further clinical details of the cases with no success.

Manufacturer narrative:
The item/lotcode info was not provided. Therefore, the expiration date and mfg date are unk. No samples were available for eval. Therefore, no testing can be performed. Add'l item reported by this customer: monoderm, model/catalog #: unk, lot #: unk, expiration date: unk, device manufacture date: unk, 510 (k) #: k072028. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. W/o the finished good lot number, relevant portions of the device history records could not be reviewed. The root cause for the post operative infections can not be confirmed at this time. If add'l info is acquired from this facility, a f/u report will be submitted. Angiotech reference: (B)(4). Item # unk, quill knotless tissue closure device, pdo, monoderm, lots unk.